Event description:
It was reported that the customer experienced occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer was pulling air out of the cartridge with an empty syringe. Tandem clinical support educated the customer on the proper loading process. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin.